Manufacturer narrative:
Reporter is a synthes employee. Visual inspection: the dps haertoe cci std kit 1.25 k-wire/ -s (p/n: 46.239.001, lot number: unk) was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tip prongs had broken off. Also, one of the locator pins was missing and there was an extra kirschner wire returned. There is no indication of foreign material or any issues sterilizing beyond the fact that the device is no longer in original packaging. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current revision was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip prongs had broken off. There is no indication of foreign material or any issues sterilizing beyond the fact that the device is no longer in original packaging. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the hammertoe cci was damaged. There was no patient involvement. This report involves one (1) depuy synthes hammertoe cci std kit w/1.25 k-wire/ sterile. This is report 1 of 1 for (B)(4).